Event description:
It was reported by arjohuntleigh rep: "while resident was in the lift seat he pulled his body forward off the edge of the seat and started sliding down the seat causing the safety strap to tighten against his abdomen. The resident was lowered to the floor but the belt was too tight to release it. It was pressing into his abdomen with his bottom completely off the seat. This nurse cut the belt to release the resident. He was assisted to the floor and from the floor with hoyer lift. Resident denied any pain or problems. Redness noted to abdomen but no bruising." (B)(4).